Event description:
A report was received that when the patient attempts to charge his ipg, it feels warm on the inside, and his skin gets red around the site. Analysis of the patient's database showed the device was working properly. The physician will perform a pocket revision because he believes that the ipg is shallow under the skin causing the heat sensation and it needs to be re-positioned deeper in the pocket.